Event description:
The company was notified that the patient reportedly passed away on (B)(6) 2010 from meningitis. According to the hospital, the patient's meningitis is not related to the patient's cochlear implant. The patient was reportedly seen by the doctor a month after the implant surgery with satisfactory outcome. On (B)(6) 2008, the patient presented to a doctor with otalgia and was diagnosed with acute otitis media. The patient was treated with pret and nidolon. On (B)(6) 2009, the patient presented to a doctor with otalgia. The physical examination reportedly revealed that the tympanic membrane of the patient's ear was bulging with erythema. The patient was treated with amoxicillin, loratadine, and ibuprofen. Advanced bionics is in the process of gathering more information. Once more information is available, a supplement report will be submitted.